Event description:
The affiliate stated the customer reported the stabilyse pump leaked air involving the coulter lh 750 hematology analyzer. The customer stated no erroneous patient results were generated at the time of the event. There was no patient impact associated with this event. The customer stated the stabilyse pump had been replaced four times within the last year and lasted between one to two months per replacement. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) noted air leaked in the stabilyse pump which prevented the pump from delivering an accurate amount of stabilyse (preservative) for differential analysis. The fse replaced the stabilyse pump and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the stabilyse pump. A definitive root cause is unknown. (B)(4).